Event description:
The patient experienced a loss of therapeutic effect. The device needs to be reprogrammed because, the device was set so high, but he was getting very little relief. He feels tightness across his upper stomach, when it is supposed to be dealing with his back. This problem has been going on since (B)(6) 2013. He will be relocating but it was unknown when. Additional information has been requested.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).